Manufacturer narrative:
The associated device was returned and evaluated. Visual inspection confirms the stated failure mode. This issue has been communicated to our packaging team for their awareness. The information available as a result of this investigation indicates that corrective/ preventive action is warranted. This issue has been submitted and a hin has been issued. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigation further as necessary.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the surgery was delayed one hour.